Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred and showed the battery indicator signifying that it is time for device replacement. Vreg monitor por occurred on (B)(6) 2015. Battery voltage is 2.47v. Time of rrt: (B)(6) 2015, (B)(6). (B)(4).

Event description:
It was reported that the device reached end of service (eos), and did not meet customer expectations for battery longevity. In addition, and electrical reset occurred with the device. The implantable cardioverter defibrillator (ICD) was reprogrammed, and later removed and replaced. No patient complications have been reported as a result of this event.